Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Unable to deploy device. Another device opened and deployed.

Event description:
Unable to deploy device. Another device opened and deployed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted. There were no deviations or non-conformances recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned pusher wire and filter, pre-loaded in the cartridge. Filter was stuck in the cartridge and body fluid/dry blood was found in the cartridge. Visual inspection of the sample found kinks in the pusher wire. Most likely this damage occurred from an excess force being applied on the device during the procedure. The filter and cartridge were soaked in isopropyl alcohol for 3-5 minutes and then the filter was removed and advanced through the cartridge with the loading tool without any issue. The filter opened normally after placing in warm water for 3 seconds. There was no damage observed to the anchor of the filter. Based on the evaluation of the returned device, this complaint could not be confirmed. The most probable cause for the reported issue was most likely the result of the pusher wire or dilator not being fully centered during the procedure. Since the alleged complaint could not be duplicated with the returned device, no further evaluation will be taken. No corrective action is required at this time because a manufacturing defect could not be confirmed.